Event description:
Patient undergoing exp lap, left colectomy, soave endo-rectal pull thru procedure, ileostomy creation and mucus fistula creation. When the scrub nurse was removing the stapler reload from the multifire endo gia stapler, the stapler fell apart. This is a single use item and this original stapler was placed on the field. It was fired once for patient use. The stapler comes with a load and then the stapler can be reloaded. Then the stapler was reloaded with a new reload, the stapler then broke. This did not have any impact on the patient; a new stapler was added to the field and did not impede the flow of the case.